Manufacturer narrative:
Lot#1351304 was reported, however, this is not a lot # manufactured for the reported catalog #. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that while testing for sars-cov-2 using bd rapid detection of sars-cov-2 veritor¿ the customer received false positive results. According to the patient the analyzer was not detecting the positive line on the test device. This occurred 1 time. There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "positive line on test device that the analyzer does not identify." (B)(4).

Event description:
It was reported that while testing for sars-cov-2 using bd rapid detection of sars-cov-2 veritor¿ the customer received false positive results. According to the patient the analyzer was not detecting the positive line on the test device. This occurred 1 time. There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "positive line on test device that the analyzer does not identify." (B)(4).

Manufacturer narrative:
H.6. Investigation: this statement is to summarize the investigation results regarding the complaint that alleges false negative when using rapid detection of sars-cov-2 veritor (material # 256082), batch number 1351304. Bd quality performs a systematic approach to investigate false negative complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. An investigation could not be performed because reported batch number 1351304 is invalid. The reported issue was unable to be confirmed. The root cause could not be identified. No trend against false negative was identified. Currently no adverse trend for false negative was identified. Bd quality will continue to closely monitor for trends.